Manufacturer narrative:
Of the 5 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a flashing display issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-56 years of age and between 22 and 264 pounds. Of the reported patients, 3 were male, 1 were female, and 1 were unknown.